Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The target lesion was located in the calcified and moderately tortuous superficial femoral artery. The sterling over-the-wire balloon catheter was advanced to the lesion and upon the first inflation, the balloon ruptured at 7 atmospheres. The procedure was completed with another of the same device. There were no pt complications reported and the pt's condition is reported as "good".

Manufacturer narrative:
The complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).